Manufacturer narrative:
The sterilization records were reviewed and no evidence of abnormal sterilization cycle was found. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference numbers: 2017865-2022-13770, related manufacturer reference numbers: 2017865-2022-15550. New information received notes that vegetation was also noted on unspecified leads. It was also noted that the implantable cardioverter defibrillator was replaced previously on (B)(6) 2022 as well.